Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter and pump lost connection for an indeterminate duration of time. No additional patient information was available. Reportedly, the transmitter and pump were over 20 feet apart and also may not have been within line of site of each other. The customer indicated that the devices would be moved within range of each other and that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding loss of connection since the event.